Manufacturer narrative:
B5-the reporter indicate that a 13.2mm, micl13.2, -13.0 diopter, implantable collamer lens was implanted into the patients right eye on (B)(6) 2021. On (B)(6) 2021 the lens was exchange for a shorter length lens due to pupil block with elevated iop. This exchange resolved the problem resolved. Cause of event was unknown. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5 - patient also experienced unreactive (fixed) pupil - should have been included. H6 - code 4628 should be corrected to 4629. H6 - health effect clinical code: 4581- unreactive fixed pupil should have been included. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter stated that a 13.2mm,micl13.2, -13.00 diopter, implantable collamer lens was explanted. Patient had a pupillary block. If additional information is received a supplemental medwatch report will be submitted.